Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. It should be noted that per the mitraclip instructions for use (IFU), it states: an improper grasp will allow one or both leaflets to move freely. Closing and deploying the clip in this situation may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda). In this complaint it was reported that the user did not perform the leaflet coaptation and insertion during the procedure to ensure there was sufficient leaflet capture; however, this did not influence the reported events. Based on the available information, the reported slda was due to challenging patient anatomy. A cause for the difficult clip deployment could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The leaflet coaptation and insertion was not performed prior to deployment. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulties deploying the clip and the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. The physician decided to move the clip more medial therefore the leaflets were ungrasped and the cds moved. The clip was placed on the medial part of a2p2. During deployment, the clip would not release from the delivery catheter (dc). Gentle manipulation was performed and the clip was able to detach. Post deployment it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda). Another clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.